Event description:
It was reported that the jetstream catheter aspiration did not work properly. A 2.4mm jetstream xc atherectomy catheter was selected to treat peripheral arterial disease. During the procedure, it was noted that the aspiration did not work properly as there was no blood in the tube for a long time. They went crossover and used the thruway 0.014. The procedure was completed successfully using another jetstream catheter. No patient complications were reported.

Event description:
It was reported that the jetstream catheter aspiration did not work properly. A 2.4mm jetstream xc atherectomy catheter was selected to treat peripheral arterial disease. During the procedure, it was noted that the aspiration did not work properly as there was no blood in the tube for a long time. They went crossover and used the thruway 0.014. The procedure was completed successfully using another jetstream catheter. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a 2.4mm jetstream xc atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. Visual inspection revealed no shaft damage. Functional analysis revealed the device primed and ran per design. Aspiration testing of the device was completed, and the test results revealed that this device performed as designed per the test procedure specification sheet. Inspection of the remainder of the device revealed no damage or irregularities. Analysis was not able to confirm the aspiration issues reported from the field.